Event description:
The balloon portion of the sterling over the wire balloon dilatation catheter broke off in the patient, around the sfa [superficial femoral artery] area. The surgeon was able to retrieve the retained portion with the use of a snare catheter.